Manufacturer narrative:
(B)(4). Use after expiration. The reported patient effect of thrombosis, as listed in the otw graftmaster instructions for use (IFU), is a known patient effect that may be associated with the use of jostent coronary stent graft in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatment appears to be related to the operational context of the procedure. Review of the labels attached to the device history record for this lot was conducted and the label indicated an expiration date of 30-april-2014 which is based on the shelf life extension of 6 months from the original expiration date 31-october-2013. The implant procedure date is (B)(6) 2014 which is approximately 5 months post expiration. It should be noted that the instructions for use (IFU) states that it is not recommended that the product be used after the use before date. The use after expiration does not appear to have contributed to the reported event. The additional graftmaster stents (3.5 x 16 mm, 3.5 x 16 mm) referenced are being filed under separate medwatch reports.

Event description:
It was reported that during a procedure to treat the pulmonary branch, a perforation occurred which required a graftmaster stent. The 3.5 x 16 mm graftmaster stent was deployed, but the perforation continued. A second 3.5 x 16 mm graftmaster stent was then deployed; however, the perforation continued to leak. The 4.0 x 12 mm graftmaster stent was deployed and successfully sealed the perforation; however, thrombus was then observed in the 4.0 x12 graftmaster. Thrombus aspirations were performed and heparin was started. The procedure was completed. The patient was stable and in good condition post-procedure. No additional information was provided.